Event description:
A filter did not appear to completely open following deployment via a jugular approach. Another filter was successfully placed wihtout pt complications. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Since co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful and the entire device was not returned for evaluation, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".